Event description:
It was reported the high-definition liquid crystal display monitor displayed no image. The issue occurred during preparation for use for an unknown diagnostic procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: e2, e3 and g2 - health professional is applicable to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection. It was confirmed that the customer reported that the power button was not turned on. When it was turned on, the issue was resolved. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed occurred because the power button was not turned on. The event can be detected and prevented by handling the device in accordance with the following instructions for use: 4.1 power supply confirm that the monitor can be turned on as described in section 2.1, ¿front panel¿ on page 14 and section 3.2, ¿connecting the ac power cord¿ on page 19.the power indicator lights in green when you set the power switch on the bottom of the monitor to on. Olympus will continue to monitor field performance for this device.